Event description:
Pump quick bolus and wake button was reported difficult to press, requiring multiple attempts to activate the screen. Customer stated that there was no adverse impact to blood glucose levels. Technical support guided customer through troubleshooting steps and assisted with pump removal from its case but issue persisted. Technical support arranged a pump replacement, confirming shipping details and instructing customer on returning the faulty pump within 10 days. Customer continued using current pump while waiting for the replacement.